Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. The device was returned to a third2518422 party service center, the customer's complaint was confirmed. The device's oxygen blending module board was replaced to address the issue. During the evaluation of the device at a third-party service center, the device failed a test step during testing. The device's blower was replaced to address the issue. Several components were also replaced due to cosmetic damage issues, and the universal porting block was replaced due to a crack. These issues would not affect the device's ability to deliver therapy as designed. The device was tested and passed all final testing.